Event description:
The customer reported that towards the middle of a laparoscopic hysterectomy, the rivet at the jaw end of the device was loose. As a result, the surgeon was unable to grasp the tissue. A new device was used to complete the procedure, and there was no pt injury. The device was returned and initial inspection noted that the rivet head was missing from the jaw end. The customer reported that nothing fell into the pt cavity.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.